Event description:
It was reported that the intensive care unit (ICU) nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 37.2c, targeted temperature (tt) was 36c, water temperature (wt) was 25c, flow rate (fr) was 2.6lpm. Guided to diagnostics, system hours 3659, pump hours 3322, chiller temperature (t4) was 4.1c, mixing pump command (mpc) was 100 percentage. Advised this device will need to go to biomed. They will try to locate another device, but stated the facility only owns two. Sn provided (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that the intensive care unit (ICU) nurse getting alert 113 (reduced water temperature control) in an arctic sun device. The serial number for this investigation is unknown. The instructions-for-use under baw2800548 rev 2 and addendum baw2800424 rev 2 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Correction: d,e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intensive care unit (ICU) nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 37.2c, targeted temperature (tt) was 36c, water temperature (wt) was 25c, flow rate (fr) was 2.6lpm. Guided to diagnostics, system hours 3659, pump hours 3322, chiller temperature (t4) was 4.1c, mixing pump command (mpc) was 100 percentage. Advised this device will need to go to biomed. They will try to locate another device, but stated the facility only owns two. Sn provided (B)(6).